Event description:
It reported that non-preloaded monofocal intraocular lens was fully inserted into the right eye during a procedure. During the same procedure, the lens was removed and replaced due to a bent haptic. A different lens, with same model and 17.5 diopter was implanted without complications. No additional medical interventions, such as vitrectomy, sutures, or incision enlargement, were required. The patient is fine. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.